Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the orange (+5v) wire and black (main batt) wire were open inside the trunk cable. The cause of the constant gong alarms and inability to communicate is the damaged connector and wires. The root cause of the damaged connector and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable and was producing constant gong alarms.